Event description:
Cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer or provide necessary brady pacing therapy. The device was explanted and replaced without incident.